Manufacturer narrative:
Based on the results of the investigation, it is likely that the fluid leakage in the angle mechanism, causing the angle to lock, was due to corrosion caused by water leakage. Secondly, it is likely that the tip cover burn was as a result of using a high-frequency instrument without sufficient distance from the tip. However, the root cause of both reportable malfunctions could not be specified. The first event is detectable and preventable by handling device in accordance with the following IFU: important information ¿ please read before use. Chapter 3 preparation and inspection. The second event is detectable and preventable by handling device in accordance with the following IFU: chapter 3 preparation and inspection. Chapter 4 operation. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was found that the uretero-reno videoscope's angle locks due to fluid leakage in the angle mechanism, and the tip cover was burned. There was no patient involved.